Event description:
It was reported that the ventilator was giving inaccurate readings and alarming. No other details were provided at this time. No patient injury or adverse affects were reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with all 4 small knobs cracked, the front panel is damaged, battery door is cracked, and the input manifold shifts on the bottom chassis. The customer stated problem was duplicated. CPAP (continuous positive airway pressure) and patient pressure cycle readings are out of specifications. Re-set CPAP and reset patient pressure cycling led (light emitting diode) . Replaced faulty piezo sensor. The cause of the reported problem could not be determined, although device presented a damage produced by the customer. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. The previous service history has been reviewed and deemed unrelated to the current customer reported reason., corrected data: d5: correction: operator of the device: unknown e4: correction: customer reported to FDA: no information.